Event description:
The customer stated that one patient sample generated a non-reactive architect anti-hbcii assay result, which was questioned by the patient's health care provider. The same patient sample generated positive anti-hbsag and negative hbsag results and was retested on the non-abbott platform with a non-reactive result for anti-hbc. Another test was performed on the same patient sample with a second non-abbott method and generated a reactive anti-hbc result. This patient had a history of a reactive anti-hbc (2008) using architect anti-hbc reagent. The customer is claiming a false negative architect anti-hbcii for this patient. No impact to patient management was reported by the customer.

Manufacturer narrative:
(B)(4). Catalog number corrected to 8l44-25. No returns were received from the customer site for this evaluation. The investigation began with the testing of a retained sample of the architect anti-hbc ii reagent kit, list number 8l44 25, lot number 74654hn00 with architect anti-hbc ii calibrator and controls and with a commercially available anti-hbc seroconversion panel (rp-016, (B)(4)). The calibration and values of the negative and positive control were within specifications as stated in the assay file and package insert. The results of the seroconversion panel for reagent lot 74654hn00 are in line with historical developmental study data with comparable s/co values as obtained during these studies. The data show that the sensitivity performance of list number 8l44-25, lot number 74654hn00, is not adversely affected. A review was also conducted of the complaint and manufacturing records for architect anti-hbc ii reagent kit, list number 8l44-25, lot number 74654hn00. This review did not identify any problems relating to the customer's observation. The architect anti-hbc ii reagent kit, (ln 8l44-25) package insert (commodity number 84-6378/r1) contains sufficient information to address the customer's current issue. Based on these results, it has been determined that the architect anti-hbc ii reagent kit, list number 8l44-25, lot number 74654hn00 is performing acceptably. This is a final report.

Manufacturer narrative:
This report is being filed on an international product, list number 8l44 that has a similar product distributed in the us, list number 6l22. This is an initial report. A final report will be submitted when the investigation is complete.